Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). During each instance, the battery went from a high relative state of charge to 0% relative state of charge. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.